Event description:
The customer reported she experienced high blood glucose over 600 mg/dl and it was resolved it by changing the set. The customer noticed insulin leaking out of the in the reservoir when changing it and fluid went into the insulin pump. The customer also reported the insulin pump alarmed motor error during rewind. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-61300.